Event description:
Caller alleged discrepant inratio2 results in comparison to the laboratory results. Results as follows: date: (B)(6) 2013, inratio2 inr: >7.5. The time between testing was within one hour. Nurse reported that the testing was performed from a venipuncture blood draw, first drop of blood was not used and multiple drops of blood was added to the test strip. The pt's therapeutic range was not provided. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.